Event description:
In 2004, while reaming with combination reamer, the reamer shaft and pin was locked and tip of pin protruded into the pelvic through the acetabular. After pin was removed from pelvic, surgeon continued surgery as usual. No pt health damage reported so far.